Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and pauses in heart rate. It was further reported that the right ventricular (rv) lead exhibited rising thresholds, high thresholds, unstable thresholds, pacing pauses and intermittent loss of capture. Reprogramming occurred. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.